Event description:
It was reported that the patient went to catheterization lab and had been getting low flow alerts in the arctic sun device when the patient came back. Mss had the nurse to stop the therapy, empty, disconnect pads and put the device in manual control. Nurse stated that inlet pressure was -7psi, flow rate was 1.7lpm, circulation pump command was 51 percent. When right chest pad was removed inlet pressure was -7.1psi, flow rate was 0.9lpm, circulation pump command was 35 percent. When left chest pad was removed inlet pressure was -7psi, flow rate was 1.5lpm, circulation pump command was 47 percent. When right thigh was removed inlet pressure was -7psi, flow rate was 2.2lpm, circulation pump command was 60 percent. When left chest pad was removed inlet pressure would not increase past 2.2psi and there were a lot of bubbles in the clamp. Nurse cannot remove the pad because the catheterization lab placed a balloon pump and it¿s attached to the pad. Nurse would disconnect the pad so the flow rate would not be an issue. Mss explained could put a universal pad over the abdomen so proper pad coverage can be accomplished if necessary.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "low flow due to over-lamination of foam to film due to temp controller set too high". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pads ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the patient went to catheterization lab and had been getting low flow alerts in the arctic sun device when the patient came back. Mss had the nurse to stop the therapy, empty, disconnect pads and put the device in manual control. Nurse stated that inlet pressure was -7psi, flow rate was 1.7lpm, circulation pump command was 51 percent. When right chest pad was removed inlet pressure was -7.1psi, flow rate was 0.9lpm, circulation pump command was 35 percent. When left chest pad was removed inlet pressure was -7psi, flow rate was 1.5lpm, circulation pump command was 47 percent. When right thigh was removed inlet pressure was -7psi, flow rate was 2.2lpm, circulation pump command was 60 percent. When left chest pad was removed inlet pressure would not increase past 2.2psi and there were a lot of bubbles in the clamp. Nurse cannot remove the pad because the catheterization lab placed a balloon pump and it¿s attached to the pad. Nurse would disconnect the pad so the flow rate would not be an issue. Mss explained could put a universal pad over the abdomen so proper pad coverage can be accomplished if necessary.